Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient did feel stimulation after the reprogramming and reported it helped his pain some. The patient is following up with his doctor and will let the rep know if surgery is scheduled. The cause of the high impedance has not been identified. No further complications were reported.

Event description:
Additional information was reported on 2020-may-05 from a consumer via a manufacturer representative. It was reported that there was a problem with the controller. The patient was unable to use the controller again. This had occurred multiple times due to impedances issues. The health care provider (hcp) had been informed and they were waiting on a revision surgery. The revision was delayed due to covid. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 977a260 serial# (B)(6) product type lead product ID 977a260 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via manufacturer's representative. It was reported that the leads were tested with the ens and the impedances were off. The leads were replaced and issue was resolved. No further complications were r eported/anticipated.

Manufacturer narrative:
Analysis of the lead (serial number (B)(4)) found that all 8 conductors were broken at the injex anchor site 20.0 cm from the distal end of the lead. Analysis of the lead (serial number (B)(4)) found that the #1 conductor was broken in the distal end of the lead 3.2 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the patient on (B)(6), 2020. The rep reported that the patient was not getting pain relief; they started getting an increase in pain and couldn't feel stimulation. The rep had checked the impedances and found high impedances on electrodes, so they programmed around those electrodes. The patient was talking with their doctor to possibly replace the system. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient called the rep asking to meet with them for reprogramming due to increased pain. When the rep went to meet the patient, their controller was showing oor. An impedance check showed multiple electrodes out on both leads. The electrodes with higher impedance changes when the patient changes positions. The rep programmed around the high impedances, but it is unknown if this resolved the issue. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
Analysis of the leads has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The removed leads were returned for analysis. No further complications were reported.